Manufacturer narrative:
Concomitant medical products: ICU medical¿s microclave clear needleless connector; therapy date unk. The customer complaint of the extension set leaked at the connection point could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a leak occured where the extension set connects to the clave while in patient use. There was no patient harm.